Event description:
Complaint (1): there have been at least 8. Cook double lumen PICC lines. The cook double lumen PICC lines are leaking/breaking where the clear catheter meets the colored hub for both, the white and the purple lumens. MFR name of catheter, clinical name, size, ref, lot, date inserted, incident date/removal, cook turbo-ject PICC set power injectable dl PICC 4.0fr/60cm g34514 8922063, (B)(6) 2018. Cook turbo-ject PICC set power injectable dl PICC 4.0fr/60cm g34515, 8972600, (B)(6) 2018, (B)(6) 2018 cook turbo-ject PICC set power injectable dl PICC 4.0fr/60cm g34516, 8863294, (B)(6) 2018. Cook turbo-ject PICC set power injectable dl PICC 4.0fr/60cm g34517, 8922063, (B)(6) 2018, (B)(6) 2018, cook turbo ject PICC set power injectable dl PICC 4.0fr/60cm, g34518, 8972600, (B)(6) 2018, (B)(6) 2018. Cook turbo ject PICC set power injectable dl PICC 4.0fr/60cm g34519, 8577887, (B)(6) 2018, (B)(6) 2018. Cook turbo-ject PICC set power injectable dl PICC 4.0fr/60cm g34520, (B)(6) 2018. Cook turbo-ject PICC set power injectable dl PICC 4.0fr/60cm g34521, 8922063, (B)(6) - (B)(6). Complaint (2): cook triple lumen temporary catheters, the blue hub of the catheter is cracking and leaking. MFR name of catheter, clinical name, size, ref/lot, date inserted, incident date/removal - cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0 fr/12cm g26945, (B)(6), (B)(6). Cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0 fr/8cm g26941, 8905297, (B)(6). Cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0 fr/8cm g26941, 8548839, (B)(6). Cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0 fr/12cm g26945, 8564700, (B)(6) - (B)(6). Cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0 fr/12cm g26945, 8947013, (B)(6)2018. Cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0 fr/12cm g26945, 8642521, (B)(6). Cook triple lumen polyurethane catheter 7 french triple lumen temporary catheter 7.0fr/15cm g23763, 8147337, (B)(6). Cook triple lumen polyurethane catheter 7 french triple lumen temporary catheter 7.0fr/15cm g23763, (B)(6). Cook triple lumen polyurethane catheter 5 french triple lumen temporary catheter 5.0fr/12cm g26945, (B)(6) 2017, (B)(6) 2018. These trends have been tracked and reported to cook with each instance as well as our supply chain.